Manufacturer narrative:
(B)(4). Date sent: 7/25/2024. B3: event year only reported: 2024. D4 batch #: t94x9e. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during preventive maintenance it was confirmed that there was a cracking of nose cone. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 9/16/2024. Corrected data: d4 UDI #. Investigation summary: per handpiece screening procedure, the handpiece was evaluated and it was determined the handpiece was defective and is not repairable. Ethicon endo-surgery analysis site is the only authorized site to perform analysis on handpieces. Any information provided by an affiliate or affiliate technical service, as to the ¿alleged failure¿ of the handpiece, is only an assumption and cannot be accepted as the reported failure. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.